Manufacturer narrative:
Review of the device data logs could not confirm the reported complaint. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, an astral device displayed an error message (sf195) related to the software. There was no patient harm or serious injury reported as a result of this incident.